Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced impaired wound healing. Nevro attempted to obtain a medical assessment from the physician but no additional information was available. The physician performed a revision procedure and replaced the device. There have been no reports of further complications regarding this event.